Event description:
A high blood glucose issue was reported, leading the customer to visit the emergency room on (B)(6) 2025. The customer's blood glucose level was displayed as "high"; although specific value was not provided. The customer received insulin for treatment while in the ER. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.